Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the likely cause of the reported issue was due to process adhesive on one of the device¿s ac input pcbs. This can trigger the overvoltage protection of the ac power adapter and may result in the device being unable to power on or charge the batteries. The acpa will be replaced to resolve the issue.

Event description:
The customer contacted stryker to report that their device was not responding to on button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not responding to on button presses. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.